Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2005 and mesh were implanted and on (B)(6) 2005 mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted on (B)(6) 2005 concurrently with cystocele repair with graft augmentation and diagnostic cystoscopy due to anterior mesh failure, recurrent cystocele and bilateral perivaginal defect. It was reported that following insertion patient experienced pain, erosion, extrusion, recurrence, dyspareunia and urinary/bowel problems. It was reported that patient underwent mesh excision, abdominosacral colpopexy, lysis of adhesions, posterior colporrhaphy and hysterectomy on 11/09/2006 due to recurrent cystourethrocele and mesh protrusion. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.